Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was used on the cystic gall duct. The clip was malformed or unformed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # l92n43. The analysis results found that the er320 device was returned in good condition. In an attempt to replicate the reported incident, the instrument was functionally tested; the device was cycled and it ejected six clips and it fed and formed eleven conforming clips; finally the instrument locked out as intended. No conclusion could be reached as to what may have caused the feeding issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.